Event description:
The customer reported that the cord was loose and the sys was unable to display images. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The interconnect cable was reseated and retightened. The sys then found to be operating as intended.